Event description:
It was reported to philips that the system did not start up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) analyzed the system onsite and confirmed that the system did not start up. Upon troubleshooting, philips field service engineer (fse) checked the system onsite and informed the customer that this behaviour is a known issue and recommended rebooting the flexvision monitor instead of restarting the entire angiograph, using the small on/off switch. After the system was restarted for the second time, the acquisition monitor displayed "the x-ray system is starting," while the review monitor showed the philips logo along with a progress bar that stalled indefinitely after reaching the end. The fse confirmed that the problem was caused by software corruption in the suite pc. To resolve the issue, philips field service engineer (fse) reinstalled the suite pc software. After repairs the device returned to good working order. The codes were updated based on the investigation outcome.